Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports the patient was on the table under anesthesia when they noticed they did not have any imaging capabilities. The system had not been checked that morning. The cysto procedure was completed by using portable x-ray. No report injury or additional details are known.